Event description:
It was reported that the patient's blood glucose level had risen to greater than 250 mg/dl. The pod adhesive had separated from the skin, causing the cannula to dislodge. At the time of the event, the patient was jumping, and the pod had been worn between 4 and 24 hours on the arm. To treat the issue, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.a716usqsbgxb1 hardware: sm-a716u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.